Manufacturer narrative:
Review of the complaint history records was performed which confirmed no inconsistencies.

Manufacturer narrative:
Window lock of truclear incisor plus 2.9 is impacted by the inner tube outer diameter and outer tube inner diameter. Both inner tube outer diameter and outer tube inner diameter meet specifications. The inner blade rotated freely and the blade could be placed into window lock manually. The fluid flow during window lock was inspected by connecting the device to a truclear handpiece and controller. The suction outflow was connected to a vacuum pump set to a pressure of 300 mmhg, the flow rate test result indicated the device met performance requirements.

Event description:
Customer thought there was too much suction coming through the blade. The case was completed successfully with the device but the surgeon experienced the uterine cavity collapsing every time he engaged the foot pedal; suction was not maintained in the cavity. The window was locked properly and all other variables were checked.